Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
The patient's mother reported 3 pods that caused a skin irritation causing pain, swelling and blisters. The pod had been worn between 5 and 24 hours with a skin barrier underneath the pod. The skin was treated with a prescribed fucidin salve for the first few days. After the initial reaction was over, they applied a fatty moisturizer every day for the last month. The user has since swapped to a different skin barrier and has not experienced any more issues for the last month. This report is for pod 3 of 3.